Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported a drop in pump flow coinciding with a spike in motor current during 60 year-old female patient support. The pump was repositioned during troubleshooting; however, the flow remained low. The pump was subsequently replaced as a result of the noted issue. There was no patient harm.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The clinical team reported a drop in pump flow coinciding with a spike in motor current during patient support. It was noted that the patient was not on any systemic anticoagulation and suggested act values was not maintained. The pump was inspected and biomaterial was found wrapped beneath the impeller. The data logs confirm motor current spike before reported drop in flow. The root cause of the low pump flow was biomaterial. Added d6a/d6b corrections to the initial MFR report: h6 med dev prob code changed to 1248.